Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain since insertion excruciating, is moving up her right side / severe pain') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nabothian cyst, adenomyosis, ovarian cyst and dysmenorrhea. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic discomfort ("can almost see something moving on the right side / discomfort"), abdominal pain ("abdominal pain"), rash ("excessive rashes") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (robotic total laparoscopic hysterectomy and bilateral salpingo-oophorectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and pelvic discomfort had not resolved and the abdominal pain, rash and dyspareunia outcome was unknown. The reporter provided no causality assessment for pelvic discomfort and pelvic pain with essure. The reporter considered abdominal pain, dyspareunia and rash to be related to essure. The reporter commented: this is a spontaneous case report initially received from a consumer's husband in united states on (B)(6) 2015. Legal claim received on (B)(6) 2016. She never experienced any of these conditions prior to undergoing the essure procedure. She is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 20-aug-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain since insertion excruciating, is moving up her right side / severe pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nabothian cyst, adenomyosis, ovarian cyst and dysmenorrhea. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic discomfort ("can almost see something moving on the right side / discomfort"), abdominal pain ("abdominal pain"), rash ("excessive rashes") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (robotic total laparoscopic hysterectomy and bilateral salpingo-oophorectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and pelvic discomfort had not resolved and the abdominal pain, rash and dyspareunia outcome was unknown. The reporter provided no causality assessment for pelvic discomfort and pelvic pain with essure. The reporter considered abdominal pain, dyspareunia and rash to be related to essure. The reporter commented: this is a spontaneous case report initially received from a consumer's husband in united states on 22-oct-2015. Legal claim received on 24-sep-2016. She never experienced any of these conditions prior to undergoing the essure procedure. She is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The reported medical event(s) are known possible undesirable event(s) and not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Most recent follow-up information incorporated above includes: on 17-aug-2021: imdrf-FDA synchronization plus major narrative update. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.